Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain cycle 4) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2014 at 00:00:25. No further information was available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. The device underwent a visual inspection, but there were no issues noted. Functional testing was performed on the hc along with a review of the logs. The hig drain alarm was identified during the review of the event history logs; however, the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.